Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (haemorrhage).

Event description:
During the index procedure, one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid rca. Approximately 8 months post the index procedure, the patient was hospitalized for black stools, low h and h-egd revealed bleeding duodenal ulcer. Treated with epinephrine and endo clip and had 4 transfusions of packed cells. The patient stabilized, was not restarted on dapt therapy and warfarin and was discharged home.